Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078964) on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse drug reaction ("issued and side effects") in a female patient who had essure inserted. Concomitant products included cetirizine hydrochloride (zyrtec), ketoconazole and trospium. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced adverse drug reaction (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the adverse drug reaction outcome was unknown. The reporter provided no causality assessment for adverse drug reaction with essure. The reporter commented: the seriousness criterion ¿hospitalization, other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. She had some side effects even after essure removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078964) on 20-aug-2018. The most recent information was received on 14-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse drug reaction ("issued and side effects") in a female patient who had essure inserted. Concomitant products included cetirizine hydrochloride (zyrtec), ketoconazole and trospium. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced adverse drug reaction (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the adverse drug reaction outcome was unknown. The reporter provided no causality assessment for adverse drug reaction with essure. The reporter commented: the seriousness criterion ¿hospitalization, other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. She had some side effects even after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc -product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.